Event description:
The customer reported that during a procedure, the handpiece would not aspirate and there was no power. The surgeon had a very difficult time aspirating with the handpiece provided. This first case was particularly difficult to finish and the case was prolonged by an hour. The customer declined to send in the handpiece for evaluation. No pt injury reported.

Manufacturer narrative:
The company service rep called the customer to review the incident. The customer noted they switched out the handpiece. The system was working okay, and they did not request service for the system. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.